Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The following cosmetic damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was having issues rewinding the pump; the customer stated that after she primes the pump the piston moves and insulin shoots out of the tubing. The customer stated that the friday before the phone call she was connected to the infusion set when the prime issue occurred; her blood glucose was 300 mg/dl and went down to 47 mg/dl. The customer treated with food until her blood glucose stabilized. Additionally, the customer noticed a crack on the lip of the reservoir compartment. She had dropped the pump on the carpet and despite not landing very hard the pump was cracked. Troubleshooting was initiated for the physical damage but the customer was advised to discontinue use of the pump and revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.